Manufacturer narrative:
Product complaint:(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that "¿two reported incidents of the needle becoming detached from the suture after entering..." ¿ did the alleged deficiency occur over two different procedures? *if yes, - have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). - please create a new pc file for each patient/event. - were x-rays taken to locate the needle? - was the needle removed from the patient during the same procedure? - was there any additional tissue damage as a result of searching for the needle? - what measures were taken to retrieve the needle? - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). All information available has been provided. The shipper has been sent with 1 each from the affected lot.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported that they had an issue with 3-0 vicryl en-s. Two reported incidents of the needle becoming detached from the suture after entering the 2nd time through the port. The needle was retrieved from the abdomen after it detached. Surgical delay unknown. One device is returning. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.